Event description:
A customer contacted ortho-clinical diagnostic with a non-repeatable false negative result from an anti-hcv positive control fluid. This malfunction presents a risk for false negative anti-hcv results to be reported. There was no report of pt harm a result of this event.